Event description:
It was reported that during a treatment procedure to place titanium greenfield vena cava filter, the filter deployed prematurely. The pt required surgery as a result of this event. Additional information regarding this complaint has been requested